Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying inaccurate high readings compared to another meter. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began approximately 35-40 days prior to the patient contacting lfs. A few days prior to calling lfs, the patient claimed that he tested his blood sugar on the subject meter and obtained a result of "350 mg/dl." The patient stated that within 30 minutes of getting the reading, he also tested his blood sugar on a friend's meter and obtained a result that was about "43-50 points" lower than the subject meter reading. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient informed the mss that he tests his blood sugar about three times a day and he manages his diabetes with insulin injections (self adjuster). The patient stated he increased his insulin dosage from 30 units up to 100 units due to the blood sugar readings that he was obtaining from the subject meter. On several unspecified dates after the alleged meter issue began, the patient claimed that he became "clammy, sweaty, and nauseated." It is not known if the patient attempted to test his blood sugar on the subject meter at the onset of the symptoms. The patient stated that he would treat his symptoms by having something to drink. On (B)(6) 2010, the patient stated that he went to a routine doctor's appointment. The patient was unable to recall if his blood glucose was tested during the office visit. The patient stated that the doctor gave him a new prescription for an oral medication called apidra. The patient did not report receiving acute medical treatment from the doctor during the appointment. During the troubleshooting session, the cca documented that the patient was using test strips that been opened longer than the discard date, expired, or stored improperly. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained inaccurate high readings on the subject meter, that he increased his insulin dosage based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. However, there is no evidence that the subject meter was working improperly because it passed lifescan's criteria for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.